Event description:
It was reported that even though the cultures from the left thoracotomy incision were negative the patient was treated with vancomycin and cefepime empirically. The patient underwent a thoracotomy debridement on (B)(6) 2023 and was treated with vancomycin and cefepime though cultures remained negative. The patient again underwent a debridement of their left thoracotomy incision on (B)(6) 2023 and was treated with vancomycin and cefepime again with cultures remaining negative despite purulent drainage. The patient¿s first positive culture was from their driveline on (B)(6) 2023 for methicillin-sensitive staphylococcus aureus (mssa) which was treated with duricef (cefadroxil) originally and then changed to minocycline. Patient had positive blood cultures for mssa on (B)(6) 2023 and underwent debridement of their left thoracotomy incision on (B)(6) 2023 and had their automatic implantable cardioverter-defibrillator (aicd) and leads removed on (B)(6) 2023. The patient had another chest wall debridement on (B)(6) 2023 and was again treated with vancomycin and ancef (cefazolin) for now positive cultures of mssa. The patient experienced drainage at the driveline and at the left thoracotomy incision, fever, and malaise. Blood cultures eventually became negative with antibiotic treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.